Event description:
It was reported that the lead integrity alert (lia) was triggered due to noise oversensing on the right ventricular (rv) lead, along with episodes of non-sustained ventricular tachycardia (nsvt) and short interval counts (sic). The rv lead also exhibited unstable pacing impedance and rising pacing thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in-vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.